Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection with distal erosion into the urethra. Following the explant surgery, the patient fully recovered.